Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of the reported event cannot be determined; however, the user facility reported that the device is no longer used at the facility and there has been no additional infections.

Event description:
The user facility informed the service center that the patient underwent a (repeat) bilateral myringotomy with tubes for eustachian tube dysfunction (bmt/etd) and contracted an infection. During a follow visit on 2/20/19 the patient's otalgia was noted to be resolved and the bilateral aural pruritis was thought to be a combination of chronic condition as eczematoid otitis externa (oe), impacted cerumen, crusting around pe tube (possible reaction to tube). The patient was treated with ciprodex at that time. On (B)(6) 2019, the patient presented for a second follow up visit. It was reported that the patient presented with right ear pressure-possible laryngitis/ear symptoms; possible acid reflux and right ear crusting. The patient returned to the user facility for a third follow up visit on 4/17/19 and was found to have right ear muffled hearing and fullness; since ear tube placement. The user facility reported that on (B)(6) 2019 a right ear tube removal was performed on the patient. The patient is reportedly doing better.